Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in the reported backup anomaly. (B)(6).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was still in the box. The device was not used.